Event description:
Information received with return of the explanted device notes that the patient experienced pocket stimulation 24 hours after implant. The device was disconnected from the leads and a tight suture around the leads was replaced. The physician was uncomfortable with the pacer because the patient was pacemaker dependent. Subsequently, the device was replaced.~~~~~~